Manufacturer narrative:
H 3: a device history record (DHR) review could not be performed because the lot number was not available. However, all dhrs are reviewed for accuracy prior to product release. One used catheter with an adapter and a clamp was received for analysis and investigation. The visual inspection of the catheter showed signs of use. Additionally, the catheter showed an irregular cut below the butterfly. The reported event was confirmed. Due to the appearance of the catheter received, it is possible that the catheter was damaged by instruments with a sharp or rough edge during clinical use. It is important to consider that the instructions for use warn to exercise caution when using sharp instruments near the catheter or directly on the catheter since even a minor cut could break the catheter. Based on the available information, it can be concluded that the product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. Therefore, the most probable root cause can be considered as most likely damage during use. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that on (B)(6) 2019, the PICC line was placed in a patient. On (B)(6) 2020, it was discovered that the tip was left behind. It was documented that the total catheter length was 25 cm, with 1 cm external. First attempt was made to remove it on (B)(6) 2020, which was when it initially broke off and documented as 10 cm was removed. On (B)(6) 2020, second attempt was performed, 3 cm was removed. On (B)(6) 2020, the patient had a cut down, where the remainder was thought to have been removed. However, on (B)(6) 2020, an ultrasound was performed and showed near total thrombosis of the right external iliac vein. The discharge states thrombosis of right common femoral and right external iliac veins. Both have collaterals, so no impedance of blood flow.